Event description:
It was reported that during a cardiovascular procedure, the coronary sinus catheter balloon ruptured. The catheter was removed and replaced with another sinus catheter. There were no adverse patient consequences as a result.

Manufacturer narrative:
The return of the product upon which this medwatch is based is anticipated. If any further information is received or derived from an evaluation a supplemental 3500a form will be submitted.